Manufacturer narrative:
The isi clinical development engineering team reviewed the video recording and stated that the mcs instrument was seen moving up and down; however, the root cause of the unexpected movement of the mtm is unknown. The user manual does issue the following warning: ¿once in following, the surgeon console operator must not remove his or her hands from the masters until removing his or her head from the surgeon console viewer ¿ thereby taking the system out of following mode, failure to do so may result in uncontrolled movement of the masters, resulting in serious harm to the patient¿. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the patient sustained a kidney injury. The surgeon repaired the kidney laceration by placing sutures. The surgeon reportedly completed the da vinci-assisted surgical procedure with another da vinci surgeon side console. However, at this time, the root cause of kidney injury is unknown.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, it was alleged that when the surgeon released the right mtm (master tool manipulator) there was an unexpected movement on the monopolar curved scissors (mcs) installed. As a result, the patient allegedly sustained a small kidney laceration injury. It was not confirmed if the surgeon¿s head was inside the console when the mtm drifted. The procedure was completed with another surgeon side console (ssc), and no further issues were reported. On february 2, 2019, isi followed up with the initial reporter and obtained the following additional information: it was believed that the surgeon¿s head was inside the console when the arm drifted. However, the site did not confirm this. It was confirmed that the surgeon repaired the small kidney laceration with sutures. The site used another ssc to complete the procedure with no issues. There is a video recording of the procedure that was sent to isi for review. An isi field service engineer (fse) was dispatched to the customer site to investigate the reported complaint further. Fse could not replicate the reported issue; however, the mtmr had a little lateral movement when the master clutch is pressed, even after calibration. Hence the mtm was replaced. On review of system logs it was confirmed there were no errors in mtmr and sensor nodes. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).

Manufacturer narrative:
The mtm2 (master tool manipulator) was returned for failure analysis, and the reported failure of non-intuitive motion was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The esmb pca will be replaced as a precaution. The mtm2 is no trouble found.